Manufacturer narrative:
Adding h7 and h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The pipeline vantage distal braid deformation was observed at follow up. The deformation was identified on follow up imaging performed on the date the issue was reported. No issues were noted at the time of implantation, and the device did not demonstrate distal opening failure or any observable change in braid shape such as collapse or structural failure during the procedure. The cause of the reported distal braid deformation was not determined, and no contributing factors were identified.

Manufacturer narrative:
Update b5, d4, h2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. On follow up imaging, there was narrowing at the distal end of the stent with loss of wall apposition; this was described by the physician as typical braid deformation with distal ¿fish mouthing,¿ and it did not appear to represent vessel narrowing. The finding was consistently observed across follow upmr and CT imaging. The patient was clinically asymptomatic, and the remainder of the MRI was unremarkable. No interval clinical events, antiplatelet changes, or additional interventions occurred between implantation and the follow up imaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report about a pipeline vantage device that was implanted. The pipeline was used for an indication that is approved (on-label). The patient was undergoing surgery for treatment of an unruptured aneurysm. Vessel tortuosity was noted to be not tortuous. Dapt (dual antiplatelet treatment) administered, the patient remains on aspirin. No patient symptoms or complications were associated with this event. There is no safety, packaging, labeling, identity, quality, reliability, durability, effectiveness, performance issue, or adverse event alleged. Additional information received reported there was deformation of the distal pipeline vantage.